Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that they had the old pump removed a month ago and had a new one put in. The patient stated they have been dealing with an infection for a whole month and it was bad. The patient asked if it was possible that her body was rejecting the pump and that was why it was not healing. The patient was redirected to their healthcare provider to further address the issue. The patient stated that there was no medication in the pump.

Event description:
Additional information received, from the patient indicated, that, in regards to the cause of the infection. It was reported, that the patient's staples were out too soon. Per the patient, "I know last time I think I had to wait 14 days, before they took the staples out. So much pain". The steps taken to resolve the infection and status of the infection were asked, but were not reported.

Manufacturer narrative:
Please see manufacturer report number 3004209178-2023-19125, for information regarding the patient's previous pump explant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.